Manufacturer narrative:
A ge oec rep investigated the issue and found the automatic histogram settings needed to be adjusted. Imaging improved with adjustments. Dicom interface replaced as well. The sys was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No pt injury or harm was reported as a result of the noted malfunction.

Event description:
The ge oec 9800 fluoroscopy sys had washed out cine images and dicom did not function.